Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the balloon and moisture caused rust to form on the oxygen absorber. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to storage of the balloon in a high-moist environment with the balloon storage bag not being fully closed. The event can be prevented by following the instructions for use below: [storage conditions and shelf life, etc.] Storage conditions keep at room temperature, normal humidity, and in a clean place that is not exposed to direct sunlight. Olympus will continue to monitor field performance for this device.